Event description:
The physician attempted a clot retrieval with a 026 penumbra system in a distal m2 branch. The physician thought that the 026 reperfusion catheter might be occluded so he decided to remove the separator from the catheter in order to clear the lumen. Upon withdrawing the separator, resistance was encountered and the separator would not withdraw. The physician then decided to remove the entire system together (separator and reperfusion catheter). Once outside of the patient, a kink was observed on the 026 reperfusion catheter in close proximity to where the rhv on the guide catheter was positioned. The kink was very severe which would not allow the separator to pass. A new 026 system was removed from inventory and utilized with success.

Manufacturer narrative:
Device investigation: results: the separator was returned outside of the catheter. There are kinks in the proximal shaft of the catheter 9.6 and 10.0 cm from the hub-shaft joint. The separator has a 45 degree bend at the taper grind. The separator cone is missing and appears to have been pulled off the distal end. A 0.026" mandrel was introduced into the hub and advanced distally. Progress stopped when the mandrel tip was 9.6 cm beyond the hub shaft joint. The catheter and separator are non-functional. Conclusion: the kink of the catheter noted in the complaint is confirmed. Because of the kink appearance and location, as well as the complaint description, the kink was likely the result of the physician over-tightening the guide catheter rhv on the catheter causing the kink and subsequent difficulty in removing the separator from the catheter. The complaint description states that the separator and catheter were removed from the patient together, therefore the separator break was likely the result of post-complaint device manipulation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.